Event description:
We thought that this patient had pink eye she has had problems with her eyes feeling sharp pain in them being red itchy and red. We took her to the dr last week for what we believed to be pink eye, that we could not seem to get cleared up and then we learned of the recall. She is still having discomfort in her eyes. We are now going to check in with the dr again to see what to do now. We got this product with the purchase of contacts and eye exam. Dose: 2 ounces. Dates of use: 2007. Diagnosis or reason for use: contact solution.